Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient has been an inconsistent user of the device. Additional external magnets were added to the external equipment in an attempt to solve the lock issues however the issue remains unresolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient have been unsuccessful. It is believed that the recipient experienced an in-situ failure. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.